Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1 and product ID: asm0206, serial/lot #: (B)(6), UDI#: (B)(4). H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when sending the arm to the second trajectory in the case, the arm got stuck and would not move. The site tried to send to a predefine location, but the arm would not move. It would only move up along the trajectory. The site hit the e-stop and manually moved the arm slightly. They site hit the e-stop again and sent the arm to clear up and the arm was able to move. The site sent the arm back to the trajectory that they were working on and were able to continue the case. There was no patient harm and the procedure was delayed less than one hour. They had registered and sent to all trajectories to mark skin. When they sent the arm from first screw to second it froze.